Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali jugular delivery system and the proximal end of an introducer sheath was returned for evaluation. The pusher catheter was kinked approximately 29.3cm from the proximal end of the handle. It is unknown how or when the kink occurred as it was not reported by the user. The sheath was returned kinked approximately 20cm from the hub. No kinks were reported by the user. No skiving was identified inside the storage tube. The sheath was returned cut. The sheath measured 41.9cm in length. Skiving was identified along the distal end of the returned sheath segment. The sheath segment was placed in the x-ray machine. The filter was stuck toward the distal end of the sheath segment. A limb appears to be penetrating against the sheath. Functional/performance evaluation: the filter could not be advanced through the sheath. The sheath was cut and a mandrel was used to advance the filter through the sheath. All 6 arms and 6 legs were present and intact. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance as the filter was returned stuck in the distal end of the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Eval method: radiographic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the deployment sheath; no attempt was made to deploy the filter. There was no reported patient injury.